Event description:
It was reported that a customer's loaner pump screen remained dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform several troubleshooting steps, but the problem persisted, leading to the decision to replace the pump. The customer was advised to use a backup insulin pump temporarily and was instructed on how to return the malfunctioning unit. Technical support confirmed the shipping of a replacement pump and provided instructions on transferring settings and connecting the cgm to the new device.